Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 352 - high mg/dl and nausea, lethargy and vomiting. Reportedly the customer was using cold insulin to fill the cartridge and reportedly loaded cartridge incorrectly. A manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.